Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out, after hooking up the right ventricular (rv)lead to the new device, the superior vena cava (svc) coil measured "none." It was also noted that when in the pocket the rv coil had normal impedance, however when out of the pocket the rv coiled impedance was high. It is unknown if there was a connector issue or a lead malfunction. Additional information has been requested, however it is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.